Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry was received regarding a respiratory failure with relationship listed as "possibly" related. The loqi stated: "intubated after impella procedure. After 4 days of support, family decided to withdrew care and impella pulled out of the left ventricle and turned off. Patient taken to hospice unit to pass comfortably.